Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/10/2023, it was reported by a sales representative via (B)(4) that an ar-8656-02 chondral pick and an ar-8656-03 chondral pick were producing small metal shavings. This occurred during a case where the debris was retrieved. The devices were switched out and the case was completed.

Manufacturer narrative:
Additional information: complaint is confirmed. Upon visual evaluation, the distal end of the internal curve of the shaft had a strong abrasion mark. The most likely cause can be attributed to user error of the device due to interference with another device, causing the damage to the shaft.